Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple vibratory alerts for non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made; device remains implanted. Patient condition was stable.